Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for needle breaks off during use. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle break occurred during use with a unspecified bd pen needle. The following information was provided by the initial reporter, "it was reported during injection, the needle, (patient end) broke off in consumer's injection site. Stated, she was able to remove it and he did not seek medical for it. Spouse of consumer reported, during injection, the needle, (patient end) broke off in her husbands injection site. Stated, she was able to remove it and he did not seek medical for it stated, just wanted to make bd aware."